Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller was guided through a pump reset and successfully began their sensor session with no return of the error code.